Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the adapter connection after readjusting the last bag during their pd treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell 5 of 5 of treatment. There were air bubbles in the supply bag (sb) line. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a crack on the adapter. The patient cancelled treatment. It was reported that an alternate treatment option was not available. Upon follow up, the pd nurse reported it is unknown if there were any leaks on the cycler set or cycler. The patient does use baxter for the last bag of treatment. There have been no further issues with any fresenius products reported since the incident. There was no change in the patient's status. The patient completed treatment on the day of the event on the cycler without the last bag option. The patient has recovered from the incident. The patient discarded the safe lock adapter and it is no longer available for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the adapter connection after readjusting the last bag during their pd treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell 5 of 5 of treatment. There were air bubbles in the supply bag (sb) line. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a crack on the adapter. The patient cancelled treatment. It was reported that an alternate treatment option was not available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the adapter connection after readjusting the last bag during their pd treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell 5 of 5 of treatment. There were air bubbles in the supply bag (sb) line. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a crack on the adapter. The patient cancelled treatment. It was reported that an alternate treatment option was not available. Upon follow up, the pd nurse reported it is unknown if there were any leaks on the cycler set or cycler. The patient does use baxter for the last bag of treatment. There have been no further issues with any fresenius products reported since the incident. There was no change in the patient's status. The patient completed treatment on the day of the event on the cycler without the last bag option. The patient has recovered from the incident. The patient discarded the safe lock adapter and it is no longer available for physical analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.